Event description:
Site submitted event via complication form generated in 2007. Circumstances surrounding event are described as: "subject states, she has intermittent right knee pain, especially at night." Event was treated with lorcet prn and physical therapy in 2003, and tylenol with codeine in 2007, and was unresolved as of 2007. Intermittent pain was reported for the contralateral knee enrolled in this study.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.